Event description:
It was reported that the perforation was caused by the tunneling tool was utilized at an implant procedure which resulted in bleeding. The patient was taken to the operating room and the perforation was successfully repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the perforation was caused by the tunneling tool was utilized at an implant procedure which resulted in bleeding. The patient was taken to the operating room and the perforation was successfully repaired. No additional adverse patient effects were reported.